Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a ruptured descending thoracic aortic aneurysm with suspected infection, and was implanted with a gore® tag® conformable thoracic endoprosthesis. The patient tolerated the procedure. The rupture site was unable to be clearly confirmed. On (B)(6) 2020, the patient developed a hemoptysis; a rupture of the aneurysm was suspected. The patient underwent reintervention and a gore® tag® conformable thoracic stent graft with active control system and a gore® tag® conformable thoracic endoprosthesis were implanted. The patient tolerated the procedure. The rupture site was still, unable to be clearly confirmed. The physician suspected a proximal type I endoleak or a distal type I endoleak may have caused the rupture, however no endoleak could be confirmed.